Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The circuit was visually inspected and pressure tested. Results: the pressure test result revealed that the circuit was out of specification. Visual inspection revealed that the swivel wye was cracked. A lot check revealed no other similar complaints for lot date 140609. Conclusion: we were unable to determine the cause of the reported fault. Based on the scuff marks on the swivel it appears likely that the cracking was caused by some form of physical impact. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after four days of use which suggests that the complaint swivel became damaged after the product was released for distribution. Our user instructions that accompany the rt265 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the patient end connector on the expiratory and inspiratory limbs of an rt265 infant dual-heated evaqua2 breathing circuit cracked after four days of use. No patient consequence was reported.